Manufacturer narrative:
The failure investigation has been completed and the alleged battery depletion issue was verified while the alleged altitude alarm issue was verified in the pump logs; however, no failure was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Additionally, it was reported that the pump battery was depleting quickly. The customer's blood glucose was 127 mg/dl. Reportedly, customer reverted to an alternate method of insulin therapy.